Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged "the [patient] received a gunther tulip filter on (B)(6) 2004 at (B)(6). " it is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged the [patient] received a gunther tulip filter on (B)(6) 2004 at (B)(6). It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Evaluation: a review of the complaint history, device history, manufacturers instructions, and quality control was conducted during the investigation. The investigation is solely based on description of event. No product was returned and no imaging was provided.¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "chest pain, shortness of breath, poor circulation". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No relevant notes on found in lot work order. No other complaints found on device lot. Product is manufactured and inspected according to manufacturing instructions. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 02/22/17 as follows: reason for implant: risk of dvt after experiencing multiple trauma outcome attributed to device: other (chest pain, shortness of breath, poor circulation)